Event description:
The facility reported that channel "a" does not work. During service by baxter, it was found that channel "a" was not working due to a faulty channel "a" keypad. It is unk when this event occurred. There was no pt injury or medical intervention associated with this event. No additional info is available.

Manufacturer narrative:
The reported condition that channel "a" does not work was confirmed. Inspection of the device by baxter found that the cause of the reported condition was due to a faulty channel "a" keypad. The channel "a" keypad was replaced to correct the reported condition. The device was returned to the customer fully operational. This issue is being investigated.